Manufacturer narrative:
Concomitant medical product(s): product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 14-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 30 mg for a total dose of 18.0127 mg/day, bupivacaine 10 mg for a total dose of 6.00423 mg/day, and prialt 17 mcg for a total dose of 10.2072 mcg/day via an implantable pump. It was reported on (B)(6) 2019 examination revealed the patient had a post dural puncture headache status post intrathecal catheter removal and replacement. An epidural blood patch at the catheter insertion site was performed on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was post dural puncture headache. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The event was related to surgery/anesthesia. The event date was (B)(6) 2019. No further complications were reported.